Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and requested the removal of a linx device. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including device implant and hernia repair on (B)(6) 2015 by dr. (B)(6). Device explant (B)(6) 2017 due to dysphagia and patient's request for removal by dr. (B)(6). Device found in correct position/geometry at time of explant.